Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient¿s twin sister that the patient has been shocked twenty-nine times by the right ventricular (rv) lead. The patient¿s sister noted that the patient is raising money to get the lead replaced. Follow-up was conducted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The right ventricular (rv)lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.